Event description:
Reporter stated that customer received the following results on the aviva nano system within 2 minutes: 7.0 mmol/l and 20 mmol/l. Customer took 9 units of humalog based on the result of 20.0 mmol/l. This is 3 more units than normal. No adverse event occurred. The manufacturer requested return of suspect product for evaluation; however, the customer has used up the suspect strips and they are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.